Event description:
It was reported that the rotaburr got stuck with the rotawire. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr got stuck with the wire. Both devices were removed together as one unit from the body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was removed with resistance present. There was no wire visible to the proximal end of the advancer, and when dismantled at the connection site, the wire was able to be removed from the advancer. There was a severe kink to the proximal end of the wire to which caused resistance during withdrawal from the burr catheter. The burr catheter was not stuck and was able to be removed. Reinsertion of the wire failed as there was resistance due to kink damage present to the wire.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotaburr got stuck with the rotawire. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr got stuck with the wire. Both devices were removed together as one unit from the body. The procedure was completed with another of the same device. No patient complications were reported.